Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead had undergone a thorough evaluation. Visual inspection noted a deformed in the conductor coils which appeared that was most likely grabbed with some type of grabbing tool. There was dried blood or bloody fluid noted in the helix housing and past the neck region. The helix was extended. This lead had failed in the helix mechanism test which most likely due to body fluid infiltration.

Event description:
Boston scientific received information that this endocardial lead was not successfully placed due to an unknown product performance issue. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.